Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient was in the ER today with shocking and worsening pain following being hit by a football in the back on (B)(6) 2018. The patient's device could not be checked to due lack of access to a clinician programmer. The patient is getting a CT scan today. The caller was redirected to have the patient follow-up with their managing hcp. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient has had an increase in pain following being hit by a football. The patient's impedances were checked and were within the normal range. No further inventions were done at this time and the issue was resolved at the time of the report. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that no source was determined for the shocking. The rep stated that the patient did state they had a bulging disc. The device was turned back on while in the office and it was no longer shocking them. The rep indicated that they had no further information to provide.